Event description:
It was reported issues with battery charging, impacting the performance of the device. There was no adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.